Manufacturer narrative:
The associated genesis ii ps high flexion insert was not returned for evaluation. Therefore visual inspection and dimensional testing could not be performed. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A clinical analysis noted that no clinical documents were provided. Therefore, no thorough clinical assessment of the reported issue can be rendered at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. If the product associated with this event is returned at a future date, the evaluation will be reopened for investigation. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the patient underwent a revision knee replacement on (B)(6) 2016 at (B)(6). The patient complained of instability upon office examination with the doctor. After both visual and physical inspection of implants, all components appeared to be well fixed. A size 3-4, 13mm ps insert was removed and a size 3-4, 15mm constrained insert was implanted. The new construct was inspected and was well balanced and stable.